Event description:
The intralase fs laser was used to create a corneal flap for bilateral lasik surgery in 2006. One-day postoperatively, the pt presented with diffuse lameliar keratitis (dlk) in both eyes (ou). A flap lift and rinse was performed bilaterally. The pt's preoperative bcva was 20/20 right eye (od) and near vision at 20/20 left eye (os). The pt responded to treatment and the dlk resolved. The association between the event and the device is unk.

Manufacturer narrative:
An intralase manager of clinical support and training provided surgery support and performed an investigation. The laser settings were optimized to dr's preference. Additionally, an intralase field service engineer inspected the laser on 9/13-14/06 and made adjustments. During the investigation and upon departure, the laser met specs and performed as intended.